Manufacturer narrative:
Investigation summary: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer reported a suspected false positive result from a cue covid-19 test, home & otc (reader sn (B)(4) and cartridge sn (B)(4) from lot 24223h), performed on (B)(6) 2022. Customer took a confirmatory pcr test on 22-june-2022, which produced a negative result, and two rapid sars-cov-2 tests (binax and lucira) performed on (B)(6) 2022, which yielded negative results. Product was stored at proper temperatures, customer reported no symptoms and had no known exposures. Customer is fully vaccinated with two booster shots.